Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is fsm. A product development investigation were performed for the subject device (depth gauge for locking screwsto 100mm for im nails, part number 03.010.072, lot number 1786102). The subject device was received with the complaint reporting that the instrument was not measuring correctly. The subject device did not display any signs of damage or deformity. The instrument conformed to the specifications identified in the drawing and the etch measurement increments were confirmed to be accurate. The complaint condition is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: only the three reported depth gauges were determined to have reportable malfunctions and were reported under (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Part: 03.010.072, lot: 1786102, manufacturing location: (B)(4), manufacturing date: 08.jan.2008. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while cleaning up within the sterile processing department five devices were found broken. The first reported device - stardrive screwdriver t8 ¿ has a piece on the back of the handle that falls off of the device. The second reported device ¿ handle with quick coupling, small ¿ has a piece on the end of the handle that will not twist. The three other reported devices ¿ depth gauge for locking screws to 100mm for im nails ¿ are all measuring wrong. The issues with these devices were not discovered within a surgical field. No other information could be provided. This complaint involves five devices. This report is 1 of 3 for (B)(4).